Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitation and chest discomfort. The right ventricular (rv) lead was noted with oversensing and high impedance. The lead was reprogrammed to unipolar polarity and remains in use. No further patient complications have been reported as a result of this event.